Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi (greater than 600 mg/dl) and 210 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Product #: (B)(4). Presumed lot# is 901206 or 906529 or 908730. After priming, air got inside of syringe area and the syringe detached from the elbow part. No excessive pressure applied during priming and aspirating. No harm to the pt.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.